Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. No additional information was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged inaccurate delivery issue was not duplicated. Review of black box data found that the last bolus and basal were delivered five days before the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Black box history indicated that pump was delivering accurately up to the last day used. The pump powered up to the verify screen with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidence. The pump¿s delivery accuracy was found to be within specifications. A normal bolus and an audio bolus were delivered and recorded correctly in the total daily delivery and the bolus history. (B)(4).